Manufacturer narrative:
Evaluation summary: the reported condition of "a faulty pump head module (phm) stop key" was confirmed during product evaluation. Inspection of the device revealed the condition was caused by defective phm keypad. To correct this condition, the phm keypad was replaced. The pump was retested adn returned to the customer within specification. This issue is currently being investigated.

Event description:
A baxter service technician reported finding a colleague infusion pump with a faulty pumphead module stop key. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.